Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 290cc mentor smooth round high profile saline breast prosthesis and experienced a chest injury and deflation on the right side post-operatively. The customer was in an all-terrain vehicle accident. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On february 18, 2022, the mentor failure analysis lab has received the device for evaluation. On february 27, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm hps dv 290cc breast implant had a tear on the anterior view, measuring approximately 1.4 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. A second product was received (lot-5657178). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).